Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting screen 14 on the controller when trying to charge the ins. When the patient would press ¿continue¿, the would be unable to get past the screen 89 ¿checking for recharge¿ screen. The patient unplugged the recharger and reset the controller by removing and replacing the batteries, and the issue was resolved. The patient also reported that the ins was changing from group a to group c on its own. The patient was instructed to log when the instance occurred. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were still having problems while charging. The patient said the controller always says/gets stuck on the 'checking for recharger' screen and just stays on this screen. A replacement controller was sent to the patient. The patient also reported that there were no circumstances that led to the ins changing from group a to group c and it was just random. The patient noted they would be meeting with a manufacturer representative on sep-13 but the ins changing groups on its own had not yet been resolved. No further complications were reported.